Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test and unable to prime during prime/a33 test due to protruded loose drive support disk. The insulin pump was received with minor scratched lcd window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system error from his insulin pump. The customer's blood glucose level was 243 mg/dl. The customer stated the alarm occurred during prime and that he attempted to prime three times without success. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.